Event description:
It was reported that this pacemaker triggered a lead safety switch as a result of high out of range right ventricular (rv) pacing impedance measurements. Subsequently, the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.